Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for what appears to be a sinus driven rhythm. Technical services (ts) was consulted and upon review it was noted that the device delivered therapy due to an atrial beat that was undersensed due to a premature ventricular contraction. Ts advised on programming enhancements. No adverse patient effects were reported. This device remains in service.